Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and replaced the battery. The equipment passed all functional testing and was returned to customer for clinical use. A supplemental report will be sent if additional information is provided.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had a demand for repair. The battery was replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.